Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.

Event description:
This serious unsolicited device case received from united states on (B)(6) 2013 from a physician. The case involves a (B)(6) year old female patient who experienced bilateral knee effusions after receiving treatment with synvisc one. The patient's past medication included synvisc one and had no problems. No medical history, concomitant medications or concurrent conditions were reported. On (B)(6) 2013, the patient received treatment with synvisc one injection (route, dosage regimen, batch/lot number and expiry date: unk) into bilateral knees for an unknown indication. On (B)(6) 2013, the patient had bilateral effusions. On (B)(6) 2013, aspiration with cortisone was done with some improvement (amount of fluid aspirated was unknown). Action taken: unknown. Corrective treatment: aspiration and cortisone. Outcome: recovering/resolving.